Event description:
It was reported that the patient complained of chest pain and pounding in the chest over the left breast. The patient also had elevated pacing capture threshold (pct). Upon interrogation, it was noted that the ventricular lead had no capture and that upon x-ray the lead showed a perforation. This was noted to be the second perforation as the lead had already been repositioned once prior. The ventricular lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism.